Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the io hub and transceiver for the navigation system were replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect io hub was returned to the manufacturer for analysis. The hub was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect transceiver was received by the manufacturer for evaluation. Testing found that the usb chain on the unit was not functioning and bypassing the chain intermittently. Leds on the control board within were not illuminated for usb input. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the transceiver for the navigation system required replacement. Testing found that the transceiver was susceptible to intermittent loss of optical navigation. There was no patient present when this issue was identified. No additional information was provided.